Event description:
Customer reported via phone call to have received no delivery alarm during manual prime. Customer's blood glucose was 66 mg/dl which was treated with glucerna. Customer reported of not being able to push insulin through to reservoir during priming. Customer was able to resolve no delivery alarm with infusion set change. Customer was not able to troubleshoot. Customer was advised that infusion set would be replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.